Event description:
Additional information was received that there was no adverse patient outcome or delay in procedure due to the dull coring knife. The patient was fully recovered from the procedure. The coring knife was disposed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the coring knife was unable to cut through the heart tissue was unable to be confirmed as the coring knife was not returned for evaluation. Of note, review of the coring knife's manufacturing history confirmed that the knife was not part of the batches bracketed as part of abbott's field action. A specific cause for the reported event could not be conclusively determined through this evaluation. Review of manufacturing documentation found no deviations from manufacturing or quality specifications. In addition, a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the surgeon was unable to core the left ventricle with the coring knife. A scalpel was used to core the ventricle.